Event description:
It was reported that following a posterior repair procedure, the patient experienced pain and suffering, sustained permanent injury, permanent and substantial physical deformity, loss of a bodily organ system, and impaired physical relations. Patient has undergone or will undergo corrective surgery or surgeries. Additional information has been requested from the doctor but not yet received.